Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedances greater than 125 ohms were observed on the right ventricular (rv) channel. The rv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.